Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers. How much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? If reoperation, surgical findings: please provide the date of reoperation. Mesh location and integrity . Are there any pictures available? Other relevant patient history/concomitant medications . What is physician¿s opinion as to the etiology of or contributing factors to this event. What is patient¿s current status?

Event description:
It was reported that the patient underwent a hernia repair on (B)(6) 2016 and the mesh was implanted. The patient experienced a recurrent hernia and underwent a hernia repair/ re-do procedure on (B)(6) 2018. During the revision procedure, when opening abdominal wall surgeon realized the mesh that was implanted originally was well integrated but tear right in the middle in a vertical line, that was creating the recurrence of the hernia. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: the diagnosis and indication for the index surgical procedure? Hernia defect. Was the hernia repair associated with this event performed on primary or recurrent hernia? Recurrent hernia. What was the defect size/type/location of the hernia associated with this event? ---side hernia 12cmx12cm. Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers - no. How much time from initial hernia repair to hernia recurrence? - 1 year. Was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? - no. How was the recurrence diagnosed? - patient felt the bulge, if reoperation, surgical findings: please provide the date of reoperation. Mesh location and integrity. Are there any pictures available? -no. Other relevant patient history/concomitant medications - no. What is physician¿s opinion as to the etiology of or contributing factors to this event - n/a. What is patient¿s current status? - reoperate with stronger type of mesh.